Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm, motor error alarm, failed battery test and off no power anomaly. Customer's blood glucose level was 189 mg/dl. Customer advised they replaced the battery on the insulin pump five times and the batteries only last 1 to 2 days. Troubleshooting for failed battery test was performed. Customer was advised to clear alarm to avoid it from recurring each time a new battery is inserted. Customer was advised to monitor the device and that a replacement battery cap will be sent out. Troubleshooting for off no power anomaly was performed. Customer advised this was the first occurrence. Troubleshooting for motor error alarm was performed. Customer performed and passed the displacement and manual prime tests. Troubleshooting for no delivery alarm was performed. Customer was advised to change out the site every 2 to 3 days.